Event description:
It was reported that during treatment it was found that the water pressure could not cut hard necrosis as usual. The sales rep suggested adjusting the pressure to level 10 but it still was not good. They changed to a new versajet ii handpiece but it still the pressure was not able to cut. The treatment was completed using blade.